Event description:
It was reported that the acetabular shell would not unscrew from the shell inserter while in patient.

Manufacturer narrative:
The potential field age of the instrument is approximately 11 years. Potential causes of this event can be one or a combination of the following: cross threading, or over-tightening of the shell onto the impactor may have caused the assembly to seize after impaction; and/or impaction without fully threading the shell onto the impactor. The exact cause for the current situation cannot be conclusively determined. There is slight damage on the knurled handle and there are several impaction marks noted on the strike plate. The shell could be disengaged from the impactor with some force. The threads of both the impactor and cup exhibit no noticeable damage. Device history records for all devices indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.